Event description:
It was reported that the patient presented for an in-patient routine check in the hospital. Upon interrogation, it was noted that the left ventricle (lv) lead exhibited intermittent capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction for implant date that was previously not represented in MDR.